Event description:
The elastomeric pump did not infuse the antibiotic as intended. The elastomeric pump failed to infuse the antibiotic over the desired timeframe. When the patient returned to have the pump disconnected it remained approximately half full.